Event description:
The customer contact reported loss of suction. The device was being used during an unspecified procedure. It was reported that after "20-30 mls had been suctioned into the liner, the suction stopped." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Info was requested from the customer contact including if the suction liner was replaced and the procedure resumed, specific pt details, and the procedure that was being performed. No response has yet been received.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80gcx and is 510k exempt. This report represents all the info known by the reporter upon query by hospira personnel.